Event description:
A pt was being treated for pulmonary atresia using the nykanen radiofrequency wire in conjunction with the bmc radiofrequency puncture generator. Once the nykanen wire crossed the septum, the physician instructed the nurse to discontinue the rf energy from the generator. The nurse assumed that the rf energy would be discontinued when the switch is released. She was not aware that she needed to switch the generator off. The wire continued to advance while rf energy was still being delivered, ultimately resulting in perforation of the main pulmonary artery. The pt had to be taken for surgery to correct this perforation. The surgery was done without complications. The pt will be followed up as per the usual post-operative care.

Manufacturer narrative:
The problem occurred because of user error. The radiofrequency generator begins to deliver rf energy when the switch is turned on. The rf energy can be set to be delivered for the appropriate desired time. The delivery of the rf energy can be discontinued before the set time is reached by switching off the radiofrequency generator. These directions are adequately described in the user manual of the radiofrequency generator. The pt wold have undergone open heart surgery if the intervention with the radiofrequency wire and bmc radiofrequency puncture generator would not have been attempted or if the intervention was attempted unsuccessfully. Since this problem occurred by user error, no immediate corrective action will be taken.